Event description:
A nurse reported that the equipment would not perform vacuum during the procedure. The physician had started the phacoemulsification procedure when vacuum would not perform. The procedure was converted to an extracapsular cataract extraction (ecce). There was a reported delay of over 15 minutes. There was no pt harm reported. Add'l info was received reported the pts involved had "hard" reported, so the surgeon opted to perform the ecce. Following this surgery, the surgeon opted to perform an ecce on the following two pts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).